Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 387.34, lot number: us96285: release to warehouse date: 18 september 2008. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported the implants were non-synthes devices. The conical extraction device was a synthes device; the tip of which could not be removed from the patient. There was no surgical delay or reported harm to the patient. This is report 1 of 1 for (B)(4).